Event description:
The facility rep reported an unintended shutdown. Info was not provided regarding whether or not the problem occurred during a pt infusion. The hospital rep stated that there were no reports of injury or medical intervention. No additional info is available.

Manufacturer narrative:
The device has not yet been received for eval. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval, or if additional info becomes available.